Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a superficial femoral artery angioplasty, stenting and atherectomy procedure. Reportedly,the exchange sheath was put in place into the patient's groin, but it was removed when the physician observed that the blade component inside the sheath (that would cut the sheath during sheath splitting) was sticking out at a 90 degree angle. The device was removed from the patient and a second starclose se was used. The physician indicated that after firing the clip of the second starclose se and removing the device from the patient groin the clip was seen on top of the patient skin. The clip did not require any type of intervention to remove it since it was just lying on top of the skin. The physician applied manual arterial compression to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be thin. Evaluation summary: the device was received for evaluation. The report of the blade component sticking out of the sheath at a 90 degree angle was confirmed. The analysis indicated the observed cutter damage was most likely caused during sheath insertion; instead of moving the sheath hub over the cutter, the hub struck the cutter and lifted the cutter off the tube set, bending the cutter and damaging the cutter blade as detected. Based on visual analysis and functional testing of the returned device, there is no indication of a product deficiency. Although a definitive cause can not be determined, it is most likely related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.